Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an movement disorders. It was reported that the caller stated the insr screen was intermittently charging when plugged into the power source. The caller stated they "think" the connector pin might have been bent or broken and said the green light on the power supply did not appear to be on. The caller was not with the patient so they could not verify that information. The caller stated the patient was alone and did not have anyone to assist them. The caller stated the patient couldn't hear and had slurred speech so they wouldn't be able to understand them if they called in. The caller confirmed those issues were due to parkinson's which was prior to having the device implanted. Caller also stated that the patient's speech was now more slurred since they had been having issues the insr charging. The caller thought it was causing a negative effect on their parkinson's. The caller was transferred to repair where the allegations were reiterated that the patient would be receiving replacements for both the connector pin and the insr. There were no further complications reported.

Event description:
Additional information received reported that the replacement parts were working just fine, and the patient thanked the manufacturer for the quick response.

Manufacturer narrative:
Concomitant medical products product ID 37761 lot# serial# (B)(4) product type recharger analysis of the desktop charger (serial# (B)(4) found broken, bent connector pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.